Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with spinal stenosis, lower extremity radiculopathy, internal disk derangement l5-s1, l4-5. The patient underwent the following procedures: posterior spinal instrumentation, l4-s1; posteralateral fusion, l4-s1; posterior lumbar inter-body fusion l4-5 and l5-s1: insertion of prosthetic inter-body fusion device l4, l5 and l5-s1; bilateral laminectomies, l4-5 and s1 with lateral recess decompression, media foraminotomy and facetectomy; iliac crest bone graft. As per-op notes, ¿...prosthetic inter-body fusion device was inserted into the disc space at l5-s1 as well as portion of the iliac crest bone graft harvested through the separate incision in the posterior-superior iliac spine. After insertion of the prosthetic interbody fusion devices, intra-operative x-rays were taken to evaluate the position and alignment of the internal fixation device¿prosthetic inter-body fusion devices were inserted into the disc space at l4-5 with distraction of the l4-5 level with inter-laminar spreader. The disc was distracted, the inter-body fusion devices placed in the anterior column with iliac crest bone graft for posterior lumbar inter-body fusion at l4-5...¿ the patient was in stable condition. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.